Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a (B)(6) year-old, female patient who was receiving hydromorphone, clonidine, and bupivacaine (doses and concentrations unknown) via an implantable pump for an unknown indication. On an unknown date, the patient experienced &#49925;ad issues.&#55310;o further information was provided. Additional information has been requested regarding the catheter and pump serial numbers, patient symptoms, troubleshooting, actions/interventions taken and the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.